Event description:
A low readings issue was reported with the adc freestyle libre sensor. The customer's mother (caregiver) reported on behalf of (14-year-old child) customer who received "lo" (reading less than 40 mg/dl) message when compared to the built-in reader. The customer was asymptomatic however, self-treated with sugar that was provided by the caregiver. A secondary sensor scan result of "lo" was received compared to a capillary reading of 450 mg/dl. The caregiver initially treated the customer with 10 units of rapid insulin and then 2 additional units. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and the serial number provided was deemed invalid. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. The customer's mother (caregiver) reported on behalf of (14-year-old child) customer who received "lo" (reading less than 40 mg/dl) message when compared to the built-in reader. The customer was asymptomatic however, self-treated with sugar that was provided by the caregiver. A secondary sensor scan result of "lo" was received compared to a capillary reading of 450 mg/dl. The caregiver initially treated the customer with 10 units of rapid insulin and then 2 additional units. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. The sensor plug was returned and was observed properly seated. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Performed visual inspection on sensor plug assembly, observed uncurled side snap indicating improper assembly by the user. Sensor was inserted into the test fixture, linearity test performed, and all results were within specification. Thus, this issue is not confirmed to use as sensor plug not fully seated. No malfunction or product deficiency was identified.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. The customer's mother (caregiver) reported on behalf of ((B)(6)-year-old child) customer who received "lo" (reading less than 40 mg/dl) message when compared to the built-in reader. The customer was asymptomatic however, self-treated with sugar that was provided by the caregiver. A secondary sensor scan result of "lo" was received compared to a capillary reading of 450 mg/dl. The caregiver initially treated the customer with 10 units of rapid insulin and then 2 additional units. No further treatment was reported. There was no report of death or permanent impairment associated with this event.